Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). The results were 4.8 inr and >8.0 inr. The tests were performed a few minutes apart. The customer stated he may have used the same finger for both tests. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer has some extra bruising recently, but has not received medical attention. He had pneumonia recently and was hospitalized and then spent time in a rehab setting. He had been taking prednisone and started a new medication metoprolol. The customer had no hematocrit issues, no lupus, no antiphospholipid antibodies, and took no other blood thinners. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 266834) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was tested with retention test strips using liquid qc of a high level. Testing results: qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.8 - 4.2 inr). All measurements were without error messages. The customer stated they used the same finger twice for the tests. For a second measurement a new puncture of a different finger is mandatory. Relevant retention test strips (lot 266834) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned material and the retention material meet specifications.